Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of gastroparesis and peritonitis in a patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies. On an unreported date, the patient experienced gastroparesis that resulted in hospitalization on (B)(6) 2011. On an unreported date, the patient was discharged from the hospital. The outcome for the gastroparesis was not reported. The consumer stated that she thought the patient may have gotten peritonitis from the previous hospitalization. The nurse did not know the cause of the peritonitis. Treatment provided for the peritonitis was not reported. It was not reported whether the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. Dianeal unknown and dianeal pd4 ambuflex therapies were ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. The nurse did not confirm the gastroparesis and an opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd883520 and gd883504 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.